Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the device alarmed no delivery. It alarmed again when customer attempts to prime. Entire set was changed the night prior. Customer's blood glucose was 228 mg/dl. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer was advised to connect current reservoir with new infusion set and manually push insulin through tubing, insulin did not exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to connect new reservoir with current infusion set and manually push insulin through tubing, insulin did not exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to revert to back up plan. No further info reported.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Occlusion test and manual prime was performed and a reservoir was not occluded.